Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device was not occluding. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device was not occluding. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Investigation summary: field technician stated issue of failed patient side occlusion was confirmed through asft testing. On 26-aug-24, lvp was received unboxed and with paperwork. Failed patient side occlusion was confirmed through asft testing. Swapped sensors and reading were within tolerance and passed calibration. Sensor readings were too close to pass or fail. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Root cause: unit failed patient side occlusion due to pressure sensor readings too close to pass or fail. Swapping the pressure sensors has corrected the pso failure and lvp passes all tests.

Event description:
It was reported that the device was not occluding. There was no patient involvement.